Event description:
It was reported that the battery of this pacemaker device was at six years remaining however, it dropped to four and a half years after a few months. The health care professional (hcp) turned off atrial automatic capture and the battery went back up to six and a half years. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.